Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was found to be bent, and it was replaced with a new catheter to complete the procedure. There was no leak. The tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was not repaired. There was no reported patient injury.

Event description:
According to the reporter, the catheter shaft was found to be easily kinked during intraoperative catheterization, and as a remedial action, it was replaced with a new catheter to complete the operation. Regional anesthesia was the type of anesthesia used by the patient. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was performed, and the result was normal. There was no leak. There was no cleaning agent used on the device. The tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was not repaired. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss, and no blood transfusion was required. There was no intervention/tre atment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: a3a, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter kit, which contained almost all components such as a catheter, guidewire, and peel-away sheath. Upon first inspection, a slight bend/curvature was detected on the cannula shaft of the returned device. It was reported that the catheter was kinked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.